Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) health devices, hazard update: scleral and corneal burns during phacoemulsification, (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
A customer reported a blocked handpiece during a procedure may have caused pt to experience a corneal burn. Additional info has been requested.